Event description:
It was reported that the radical-7 waveform is not continuous. In the middle of the display, the waveform was interrupted and continues later after being blank for some part of the display. The device is able to engage in monitoring. Additional info received indicated that when the waveform was interrupted, the parameter values did not display on the monitor. No pt involvement.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the rds-3 is behaving as though it is repeatedly rebooting when the radical-7 is docked, as indicated by all status led lights illuminating with every reboot. This caused the radical-7 display to refresh every few seconds. The device was updated to the current software and the unit functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues prior to this reported event.